Event description:
It was reported that the urine did not flow from the meter to the drain bag on the backside of the meter. During use in the operating room, urine collected in the meter was attempted to flow into the drain bag, but urine did not flow through. The drain bag fabric and the meter was glued together.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Visual evaluation noted received 1 drainage bag with inlet tubing and sample port connector. Visual inspection noted that the drain bag fabric and meter were glued together. Attempted to flush the sample port connector and fill the drainage bag with d.I. Water and 10 ml of methyl solution and the solution stagnated in the influx chamber and could not continue into the drain bag itself. Further inspection noted that there was excess adhesive around the opening into the drain bag from the influx chamber which could have caused the fabric to stick to the meter if the bag was left in a warm area for too long (spc letter - m). Also received 3 photo samples. First photo sample shows top view of bag and tubing. Second photo sample shows top portion of meter collection bag. Third photo sample shows back of urine collection bag. Therefore, product does not meet specifications according to inspection procedure which states, "assembly must conform to layout drawing." Although an exact root cause could not be determined a potential root cause could be static or positive air pressure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. Correction: d, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urine did not flow from the meter to the drain bag on the backside of the meter. During use in the operating room, urine collected in the meter was attempted to flow into the drain bag, but urine did not flow through. The drain bag fabric and the meter was glued together.